Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was powered off by itself and displayed an operating system error. A field service engineer (fse) assessed the station and ran the hardware test application, confirming the issue was not power related. The fse contacted a technical support specialist to review logs but found nothing abnormal. The all in one (aio) intermittently went dark, so the fse removed the aio and reseated the docking board cables. The issue could not be recreated during testing, and the system functioned properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es the machine powered off itself and displayed an operating system error. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.